Manufacturer narrative:
(B)(4).

Event description:
It was reported when patient presented in clinic for follow-up, significant increase in pacing lead impedance and high capture threshold were observed. Noise was also noted on old stored egms. Possible lead damage was suspected. Further assessment on the lead was recommended. Patient was stable and was scheduled for follow-up.

Event description:
New information notes that on (B)(6) 2016 the lead was capped and replaced. The patient condition was good.